Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit powered on with unexpected flashing medtronic logo. Pump was cut open to perform a visual inspection and found cracked lcd glass. P-cap locked in place properly during testing. Unit was received with bleeding, broken belt clip rails, cracked keypad overlay, scratched case, cracked glass, and missing segments (lcd). In summary, customer allegation for cosmetic damage at lcd screen was confirmed during visual inspection. Flashing medtronic logo and missing segments/partial display confirmed due to cracked lcd glass. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), crack on the screen. The customer reported no adverse event. The event involved product(s) mmt-1884. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device was returned.